Event description:
During injection of bovine collagen, the needle completely separated from the syringe. Neither patient nor practitioner was injured. This event is being reported due to the possibililty of injury occurring with a future incident.